Event description:
I was using complete moisture plus for my contacts and my eyes are all swelled up and red like I have a infection in them. Going to the doctor today to see what is wrong with my eyes. Dates of use: 2007. Diagnosis: contacts.